Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a contained ruptured thoracic aortic aneurysm approximately 11 weeks ago. At the time of implant the stent graft was accurately implanted and the procedure went well; however, at follow-up there was a distal type 1 endoleak seen due to inadequate overlap with the thoracic aorta. An additional talent thoracic stent graft was implanted at a later date and successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: endoleak, contained ruptured aneurysm pre-operatively. Conclusion: contained ruptured aneurysm pre-operatively.